Manufacturer narrative:
If an infectious microorganism was present on our tissue valve before sterilization, it would be killed very easily by our liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against infectious microorganisms. We have validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Due to the above reasoning, based on the verification of device sterilization and the late onset of the endocarditis (more than 60 days after the perceval implant), it is unlikely that the patient's endocarditis originated from the device, which was recorded to be properly functioning at hospital discharge (3 months prior to the event). However, since there is no available information on the device functionality at the time of the event (echo data from (B)(6) 2013 displays n/a for both the mean gradient and the regurgitation), and because no further investigation on the device was possible, the root cause of the event remains ultimately unknown.

Event description:
The manufacturer was informed about this event through the sure avr study database. On (B)(6) 2012, an 80 years old male patient received a pvs25 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. At discharge (B)(6) 2012, a good valve functionality is reported (mean gradient is 15mmhg, with no perivalvular/central leaks). On (B)(6) 2013, the patient had endocarditis (primary, microorganism unknown). It is also reported that the patient had a disabling stroke on (B)(6) 2013. It is not specified what type of treatment was provided to the patient. The patient ultimately died on (B)(6) 2013 (cardiovascular mortality, due to endocarditis). No autopsy was performed.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Device not explanted.

Event description:
The manufacturer was informed about this event through the sure avr study database. On (B)(6) 2012, an (B)(6) male patient received a pvs25 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. At discharge, a good valve functionality is reported (mean gradient is 15mmhg, with no perivalvular/central leaks). On (B)(6) 2013, the patient had endocarditis (primary, microorganism unknown). It is also reported that the patient had a disabling stroke on (B)(6) 2013. It is not specified what type of treatment was provided to the patient. The patient ultimately died on (B)(6) 2013 (cardiovascular mortality, endocarditis). No autopsy was performed.